Event description:
Patient reported their front teeth are loose and their gums are in constant pain. They need to go to the dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.